Event description:
The cypher select plus stent dislodged during the procedure: the stent could not cross through the lesion in the lad. When the physician tried to remove the stent out of the patient, the stent suddenly dislodged from the balloon. The physician used a snare to retrieve the stent. The lesion is 85% stenosed, calcified and tortuous. The device will be returned for evaluation. The stent appeared normal prior to insertion in the patient. The guide catheter used was a medtronic ebu guide. The sds was pulled back into the guide catheter and the system was not removed as a single unit. According to the physician, excessive force was used during insertion and withdrawal.

Manufacturer narrative:
This device (lot 14101077) is distributed outside the united states; however, it is similar to the united states product. Device history record review was conducted and the product met quality requirements for product acceptance. Additional information will be submitted within thirty days upon receipt.